Manufacturer narrative:
Other relevant device(s) are: psu kit, 9735346r, spectra rwk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that the site was unable to track their instruments and found a fault light on the camera. The clinical specialist (cs) checked the connections into the camera and reseeded them. This did not resolve the issue. The cs checked the network device interface (ndi) tool and the camera was able to connect to the scu but reported a bump fault. The cs said the site did not report bumping the camera. There was no impact to the patient at the time of the event.

Manufacturer narrative:
A work order was completed and the system passed checkout and was performing as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected an abbreviation in the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a superior canal dehiscence. It was reported that the site was unable to track their instruments and found a fault light on the camera. The clinical specialist (cs) checked the connections into the camera and reseeded them. This did not resolve the issue. The cs checked the network device interface (ndi) tool and the camera was able to connect to the sensor control unit (scu) but reported a bump fault. The cs said the site did not report bumping the camera. Navigation was aborted and there was a procedure delay of 15 minutes. There was no impact to the patient at the time of the event.

Manufacturer narrative:
Added procedure type and additional information. Corrected initial reporter's name and initial reporter's occupation based on additional information given. Adjusted to reflect the analysis done. Analysis was completed on the psu. The returned psu has many nicks and scratches on the housing. On the test bench, the psu powered up with the amber fault light on. A check of the event log showed a bump battery low voltage message. Otherwise, the psu passed an accuracy test at .28 mm with a passing threshold of .35 mm. Due to the poor condition of the returned psu it will not be repaired and returned to service inventory. There was an electrical failure due to low battery voltage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a superior canal dehiscence. It was reported that the site was unable to track their instruments and found a fault light on the camera. The clinical specialist (cs) checked the connections into the camera and reseeded them. This did not resolve the issue. The cs checked the network device interface (ndi) tool and the camera was able to connect to the scu but reported a bump fault. The cs said the site did not report bumping the camera. Navigation was aborted and there was a procedure delay of 15 minutes. There was no impact to the patient at the time of the event.

Manufacturer narrative:
Correcting device evaluation summary and corresponding codes. A work order was completed and hardware parts were replaced. The system passed checkout and was performing as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.